Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 5 months of support, the patient was experiencing frequent low speed alarms. The patient was admitted to the hospital for further evaluation in an attempt to identify the cause for the alarms. The hospital staff exchanged the patient's equipment (system controller, patient cable and battery clips) were exchanged without any resolution to the alarms. Additional information provided by the vad coordinator indicate that the patient also had symptoms of right heart failure (rhf) and the labs showed increased levels of lactate dehydrogenase (ldh) and creatinine. A potential thrombus in the pump was suspected. An abdominal x-ray, waveforms and log files were submitted to the manufacturer for analysis. The log file contained recorded data consistent with the reported alarms; however, a cause for the alarms could not be determined although the data appeared to indicate a potential for thrombus development in the inlet side of the pump. The hospital aggressively diuresed the patient, the ldh levels dropped to the 400 to 500 range and there were no further alarms observed. The patient was placed status unos 1a on the heart transplant list and was discharged home.

Manufacturer narrative:
The patient continues on lvad support and was discharged home awaiting a heart transplant. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.